Manufacturer narrative:
(B)(4); device was not returned for evaluation. Additional information was requested and the following was obtained: did any part of pouch fall into patient? No. Was there any change to procedure or post-op patient care as result of broken pouch or specimen spilling?] Extra time. Not know how long of delay to procedure.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the specimen was contained and when the surgeon pulled the bag, the bag broke from below. The specimen spilled from the bag, but all specimen "pieces" were retrieved. A new device was used to complete the case. There was no patient consequence reported.